Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead associated with this pacemaker was surgically abandoned due to loss of capture. No additional adverse patient effects were reported. This device remains in service.